Event description:
The customer reported they were preparing to move the patient using backup battery power, and when the ventilator was unplugged from the o2 source, ventilation of the patient stopped. The customer reported there was no patient harm and alarms operated to specification. The respironics service technician verified the reported event. The service technician reported when the reported when the ventilator was first disconnected form ac power and the oxygen source was then disconnected, the ventilator would continue to cycle, but there was no tidal volume being delivered. The service technician replaced the crossover solenoid to correct the problem. Final testing was performed and all tests passed per operating specifications.

Manufacturer narrative:
Crossover solenoid.